Manufacturer narrative:
The field service representative could not determine a cause. The instrument performance was verified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t stat result for one patient from the cobas 6000 e 601 module. The initial result was 0.012 ng/ml with a data flag. The sample was repeated with a result of 0.034 ng/ml with a data flag which was reported outside of the laboratory. The sample was repeated twice with a result of 0.010 ng/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 39006601 with an expiration date of 31-mar-2020.